Event description:
Patient in ambulatory surgery for leep procedure and partial vulvectomy-excisional biopsy-; while physician was using apple fischer cone biopsy excisor, the tip of the device seemed to melt or break off; this piece of the device had to be retrieved from the patient's cervix by the physician. There was no injury to the patient who was discharged later the same day.